Manufacturer narrative:
Product complaint # (B)(4). H6 component code: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h11: was surgery delayed due to the reported event? --> had to stop briefly to open additional suture. Was procedure successfully completed? --> yes. Were fragments generated? --> not to my knowledge. If yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> , patient is fine. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no. Is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->(B)(6). Additional information was requested, and the following was obtained via: - were there patient consequences? If yes, please explain. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. ¿ has been notified that the affected products are available for pick up at her convenience. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I will be by to retrieve the complaint samples this week. Likely thursday morning. If I can get there sooner I will let you know.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, suture snapped off thread while suturing ¿ is only information provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Updated investigation summary: the product was returned to ethicon for evaluation. Three open boxes were received with a total of ninety-four (94) unopened packets were returned for analysis. Product code j370h. As per the sampling plan, a visual inspection was performed on thirty-two samples, no defects were found on the packages. To assess the internal condition of the samples, the packets were opened and the swage and attachment areas were found to be consistent with expectations. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage sutures were observed during evaluation. A functional test was performed using an instron equipment and tensile force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Investigation summary: the product was returned to ethicon for evaluation. Three open boxes were received with a total of ninety-four (94) unopened packets were returned for analysis. Product code j370h. As per the sampling plan, a visual inspection was performed on thirty-two samples, no defects were found on the packages. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage sutures were observed during evaluation. A functional test was performed using an instron equipment and tensile force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.